Manufacturer narrative:
An event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient underwent manipulation under anesthesia. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre and postoperative xrays and the mua operative report as well as patient history and followup notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 5517f202; triathlon p/a cr beaded #2r; lot# unknown. Cat# 5536b200; tritanium bplate triathlon s2; lot# unknown. Cat# 5552l299; tritanium patellaasymmetric; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had a manipulation under anesthesia on an unknown date.